Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 10/10/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/18/2013 with the following findings:a review of the pump black box showed that the time and date was manually changed on 07/01/2013 at 11:51. During testing the pump powered on normally and performed the rewind, load, and prime successfully. The pump was exercised for 24 hours without issues. A time keeping test was performed and found that the pump was not retaining the time and date upon battery removal. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened and inspected and confirmed no intermittent connections or moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: the complaint was verified in the pump history but not duplicated during the investigation. Power on resets observed in the black box. No damage found to returned battery cap or the battery compartment. Returned battery cap attaches tightly to the pump until resistance is met and no yellow o ring is visible. Returned battery cap was used to exercise the pump for 24-hr duration period; no power interruptions occurred during testing. No intermittent power issues were experienced with the returned battery cap or pump. Pump passed a 29hr flow accuracy test successfully. All currents found within specification. Removed the pump cover; no evidence of loose components or moisture contamination identified inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter indicated that the pump time was indicating am when it was pm. The reporter stated that the pump battery was changed a couple days earlier and blood glucose levels were elevated for the last couple days to 20 mmol/l with no symptoms. The reporter stated that the pump did not recall the pump requiring the time and date to be set. The battery was removed during troubleshooting and the time and date remained correct in the pump. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.